Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: it was reported that the baskets of two 'ngage nitinol stone extractors' would not open during a stone removal procedure after inserting the devices via a scope. There was no injury to the patient and the procedure was completed successfully with a same device from a different lot. It should be noted, it was said the device would open if the end was pinched with your fingers and pushed out of the sheath. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot. The lot was manufactured under deviation (B)(4) for the substitution of a packaging component. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in-field. Cook also reviewed product labeling. The IFU [t_shef_rev1] supplied with the device did not provide any information related to the reported issue. Functional tests and visual inspection of the returned complaint device(s) were also conducted. Seven (7) unused/unopened 'ngage nitinol stone extractor' devices were returned for investigation; the 2 complaint devices were not returned. The 7 devices were opened and a functional test was performed; all 7 devices opened and closed without issue. Cook has concluded that the device was manufactured to specification. Without the used devices returned, the cause for the failure of the baskets to open could not be determined. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the baskets of two 'ngage nitinol stone extractors' would not open during a stone removal procedure after inserting the devices via a scope. There was no injury to the patient and the procedure was completed successfully with a same device from a different lot. It should be noted, it was said the device would open if the end was pinched with your fingers and pushed out of the sheath. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = or materials coordinator. G4: PMA/510(k) # = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.